Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure the patient experienced blurry vision with imbalance between eyes. The lens was exchanged for another lens model 3 months following the initial procedure. Clinical reason for explant was mentioned as mechanical complications of iol. Additional information has been received that during the 6 weeks postoperative the lens as noted to be displaced forward and refraction was shifted to significant myopia.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Iol model company lens 29.0d was replaced with model company model 15.0d iol. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).